Event description:
During surgery for a trochanteric fixation nail (tfn) nailing on (B)(6) 2013, the weld points between the handle and the shaft of a cannulated stardrive broke. All pieces were retrieved. The surgery was completed successfully by using pliers to manipulate the screwdriver shaft to complete the tightening of the end cap. Surgery was not prolonged and there was no adverse effect to the patient reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. The device's design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.